Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device had an electrical reset after radiation treatment. The reset was cleared and the original parameters were reprogrammed. The device remains in use and no patient complications have been reported as a result of this event.